Manufacturer narrative:
Additional information was received that lead was measuring high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient's battery was no longer working. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's battery was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead sc-1110 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2138-50 (sn: (B)(4)) device evaluation indicated that the complaint about the impedance anomaly was confirmed. Visual inspection of the lead found that the distal end is bent between electrode #2 and #3, and cables were exposed at the gap. Impedance measurement found that the channel #2 is open. X-ray inspection verified that the electrode #2 is fractured inside the distal array. Sc-2138-50 (sn: (B)(4)) device evaluation indicated that the complaint about the impedance anomaly was confirmed. Visual inspection of the lead found that the lead body was kinked and opened up about 7 centimeters from the distal tip, and cables are visible through the opening. Four cables (e1, 4, 5, and 7) failed impedance measurement test. X-ray inspection confirmed the cable fractures at the kinked section.

Event description:
A report was received that the patient's battery was no longer working. The patient will undergo an ipg replacement procedure.